Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of cardiac arrest and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for death. It was reported that on (B)(6) 2018, the patient presented with non-ischemic functional mitral regurgitation (mr) grade 3+, pure annular dilation, a left ventricular ejection fraction < 40%, and primary jet in the anterior 2 (a2) and posterior 2 (p2) leaflets. Two mitraclips were implanted without reported issues, reducing the mr to grade 0. Follow-up echocardiograms were performed on (B)(6) 2018. The mr remained grade 0 and there was no device deficiency. On (B)(6) 2018, the patient went to a hospital for abdominal pain. That same day, the patient went into sudden cardiac arrest. Medications were administered and cardiopulmonary resuscitation was performed. The event resolved, however a few hours later, pulseless electrical activity was noted and the patient expired. Per physician, the cause of death was unknown and it is unknown if death is related to the mitraclip device. No additional information was provided regarding this issue.